Event description:
It was reported that the filterwire split in half. A 190cm filterwire ez was selected for use. It was noted that the filterwire was split in half and it did not have a casing. The device was not used in the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the protection wire was exposed from the sheath slit. The filterwire was returned without missing parts. A dimension inspection revealed that the outer diameter (od) at the proximal section, at the middle section, and at the distal section were found within specification. A functional sheathing and unsheathing test was performed and the filter bag was unsuccessfully retracted or deployed due to the protection wire is exposed from the sheath slit.

Event description:
It was reported that the filterwire split in half. A 190cm filterwire ez was selected for use. It was noted that the filterwire was split in half and it did not have a casing. The device was not used in the procedure. No patient complications were reported.